Event description:
It was reported that there was a full pre-use check on machine that day. At beginning of case, mask was placed on pt, but could not get bag to inflate. O2 flush was tried several times, turned up 02 flow, turned machine off and then on again, moved valve back and forth approximately 3 times and still could not get bag to inflate. Pt was removed from machine and ventilated by ambu bag. There was no pt injury. Replacement machine was used for remainder of case.